Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited oversensing which resulted in pacing inhibition and asystole which was less than two seconds. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.